Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the plunger and its anterior needle. Investigation of the returned device indicated that an incomplete blow-through occurred during needle deployment as evidenced by the posterior cuff remaining in the posterior foot pocket after capturing the needle tip instead of being ejected completely out of the foot pocket as designed. Because the posterior cuff was not ejected from the foot pocket, when the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damaged anterior cuff tabs. One of the anterior cuff tabs (approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. A failure to eject the posterior cuff out of the posterior foot pocket and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for an incomplete blow-through include, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment technique. The push mandrel travel is tested on every needle plunger during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Regarding anatomical conditions, it was reported that the artery was mildly calcified, but this could not have contributed to the detected incomplete blow-through. However, the proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Regarding user technique, during the needle plunger deployment, if the plunger was not fully depressed, an incomplete blow-through could have occurred, as detected. Because the plunger was not returned with the device, this could not be confirmed. Based on the reported information, the manufacturing inspection criteria and analysis of the device, the probable cause for an incomplete blow-through and subsequent anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected. Review of the finished device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a mildy calcified common femoral artery using a proglide device after a right subclavian angioplasty procedure. During plunger removal from the device body, it was noticed that the suture was not attached to the system, it was completely loose. The device was removed and another proglide device was used to achieve hemostasis. There were no adverse patient effects. The physician is reportedly trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.